Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during the fill cannula stage. Blood glucose level at the time of the incident was 500 mg/dl. The customer reported receiving an additional no delivery alarm during troubleshooting. The customer was unable to complete troubleshooting as he did not have another reservoir available. The customer stated that he would change it when possible and call back if the issue persisted. The reservoir was not replaced or returned for analysis.